Event description:
It was reported that pump displayed malfunction alarm Malf 0, and customer contacted Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through pump reset, malfunction alarm did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm occurred again, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.